Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead displayed t-wave oversensing (twos) at the time of device change out. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was t wave oversensing post pacing. It was further reported that the oversensing occurs both true bipolar and integrated bipolar. The lead is currently still in use. No patient complications have been reported as a result of this event.